Event description:
Patient underwent coronary angiogram using r radial access. During the procedure, the distal fragment of the boston scientific luge wire detached and embolized into the right upper extremity circulation and was subsequently found to be in the right auxiliary artery. Multiple attempts were made to snare this wire with a snare guidewire without success. This foreign body fragment then traveled further and localized in the region of the radial artery loop where it entered into a side branch. Multiple attempts were then made to snare this guidewire fragment without success. Vascular surgery was contacted and agreed to subsequently perform a surgical cut down on this region to remove the guidewire foreign body fragment. He requested that coronary angiography be completed prior to surgery. Therefore, access was then obtained from the right femoral artery to complete the angiography. Pt went to surgery later in the day for removal of the luge wire fragment, surgery was completed without complication.